Manufacturer narrative:
(B)(4). Upon follow up, it was reported on the day prior to the receipt of this report; the patient was re-hospitalized for peritonitis. The cause of the event was not reported. Treatment details were not reported. On an unknown date, the patient was transferred to hemodialysis therapy. Three days after admission, the patient was discharged from the hospital. At the time of this report, the patient has recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by turbid effluent and was later manifested by abdominal pain. Fourteen days after initial onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with cefazolin intraperitoneally (dosage, frequency, and duration not reported) and fortum intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, treatment was changed to cefepime intraperitoneally (dosage, frequency, and duration not reported) and vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event as the patient was not responding to the cefazolin and fortum treatments. On the same day this report was received, physioneal therapies were discontinued and the treatment plan was to remove the peritoneal dialysis catheter. The patient was not recovered from the peritonitis. No additional information is available.